Event description:
It was further reported that ventricular assist device (vad) patient experienced cardiac arrest. The patient was admitted and a coronary computed tomographic angiography for systematic triage of acute chest pain patients to treatment (stat CT) of the brain showed a left frontal cerebrovascular accident (cva) with hemorrhage versus cortical necrosis.

Manufacturer narrative:
A supplemental report is being submitted solely on the receipt of a voluntary medwatch form 3500a. Medwatch report number: mw5153490 additional products: d1: heartware ventricular assist system ¿ pump d4: model #: 1103 / catalog #: 1103 / expiration date: 30-nov-2021 / serial or lot#: (B)(6) UDI #: (B)(4) d9: no h3: no h4: mfg date: 19-nov-2019 h5: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient had a transplant.

Manufacturer narrative:
A supplemental report is being submitted for additional information received. Updated b5. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the pump (B)(6) was not returned for evaluation. The controller (B)(6) was returned for evaluation. V arious analyses were conducted and reviewed in order to evaluate the performance of the returned device in relation to the reported event. Failure analysis of the returned controller revealed that the unit passed visual inspection and functional testing. External visual inspection did not reveal any abnormalities. Of note (B)(6) was loaded with a software containing an unapproved pump start algorithm and on top of the controller housing there was a blue sticker with the words ¿unapproved algorithm¿. Internal inspection did not reveal any anomalies. The controller performed functional tests properly, it ran without any anomalies for an hour. Furthermore, the log files were able to be downloaded from the controller without any abnormalities. As a result, the reported data transfer error event could not be confirmed. Log file analysis associated with (B)(6) revealed a controller failed alarm was logged on (B)(6) 2024 at 03:39:16. The controller failed alarm is indicative of a loss of communication between the user interface controller (uic) and pump motor controller (pmc). The controller failed alarm was logged because of the uic not receiving the expected messages from the pmc for a period of 10 seconds. The uic is the main integrated chip responsible for the operations of the controller, including recording data in the controller log files, while the pmc is responsible for capturing pump parameters, monitoring, and maintaining the pump at the desired speed. Furthermore, two (2) vad disconnect alarms were logged on 27/mar/2024 at 03:55:50 and 28/mar/2024 at 11:16:14 indicating a physical disconnection of the driveline from the controller, likely due to troubleshooting and/or a controller exchange. As a result, the reported controller failed and vad stop alarm events were confirmed. Based on the available information, the device may have caused or contributed to the reported event. Based on risk documentation and the available information, a possible root cause of the controller failed alarm event can be attributed, but not limited, to a communication failure between the uic and pmc and/or due to a failure of the pmc. CAPA pr00594989 is investigating this issue. Per the instructions for use, neurological dysfunction, syncope, and cardiopulmonary arrest are known potential complications associated with the implantation of a vad. There was no evidence that this patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Additional products: d4: serial or lot#: hw41478 h3: yes h4: mfg h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for a revision to the product event summary. Revised product event summary: the ventricular assist device (vad) (B)(6) was not returned for evaluation. Controllers (B)(6) were returned for evaluation. No performance allegations were made against (B)(6). A review of the device history record was not performed as the reported event is not related to a manufacturing or servicing issue. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Failure analysis of (B)(6) revealed that the unit passed visual inspection and functional testing. External visual inspection did not reveal any abnormalities. Of note, on top of the controller housing there was a blue sticker with the words ¿unapproved algorithm¿. Internal inspection did not reveal any anomalies. The controller performed functional tests properly, it ran without any anomalies for an hour. Furthermore, the log files were able to be downloaded from the controller without any abnormalities. Log file analysis associated with (B)(6) revealed a controller failed alarm was logged on (B)(6) 2024 at 03:39:16. The controller failed alarm is indicative of a loss of communication between the user interface controller (uic) and pump motor controller (pmc). The controller failed alarm was logged because of the uic not receiving the expected messages from the pmc for a period of 10 seconds. The uic is the main integrated chip responsible for the operations of the controller, including recording data in the controller log files, while the pmc is responsible for capturing pump parameters, monitoring, and maintaining the pump at the desired speed. Furthermore, two (2) vad disconnect alarms were logged on (B)(6) 2024 at 03:55:50 and on (B)(6) 2024 at 11:16:14 indicating a physical disconnection of the driveline from the controller, likely due to troubleshooting and/or a controller exchange. Failure analysis of (B)(6) revealed that the device passed visual inspection and functional testing. An internal inspection of (B)(6) revealed a crack on a standoff post within the controller housing. The crack is an additional finding not related to the reported event. Based on an investigation, the root cause of the standoff post crack was determined to be due to mineral oil applied to the controller¿s internal main gasket and/or to the silicone adhesive applied around the controller¿s internal battery coming into contact with the standoff post. The mineral oil and/or silicone adhesive contributed to environmental stress cracking. CAPA: pr00517125 was opened to investigate cracks on the internal threaded posts with controller 2.0. Of note, (B)(6) was loaded with a software containing an unapproved pump start algorithm. Log file analysis associated with (B)(6) revealed six (6) vad disconnect alarms logged since (B)(6) 2024 at 03:45:28 and seven (7) low flow alarms logged since on (B)(6) 2024. Furthermore, one (1) controller power up event with an associated pump start event was logged on (B)(6) 2024 at 03:45:20. Review of the data log file revealed that the controller was not in use prior to the controller power up event; the first data point was logged on 27/mar/2024 at 03:45:56 indicating that the controller power up likely occurred during the reported controller exchange. The low flow event is an additional finding not related to the reported event. Based on the available information, the device may have caused or contributed to the observed event. Based on risk documentation, possible causes of the observed low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Log file analysis revealed that two (2) vad disconnect alarms logged on (B)(6) 2024. Furthermore, review of the event log file revealed that the controller was powered up on (B)(6) 2024 and subsequently programmed with patient parameters, likely in preparation for the reported controller exchange. As a result, the reported log file data event was not able to be confirmed. The reported controller failed alarm and vad disconnect events were confirmed. Based on the available information, the device may have caused or contributed to the reported event. Based on risk documentation and the available information, a possible root cause of the controller failed alarm event can be attributed, but not limited, to a communication failure between the uic and pmc and/or due to a failure of the pmc. CAPA: pr00594989 is investigating this issue. Per the instructions for use, neurological dysfunction, syncope, and cardiopulmonary arrest are known potential complications associated with the implantation of a vad. There was no evidence that this patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. H6: the codes present in section h6 correspond to components/products that comprise the reported event. Additional products: d1: vad d4: (B)(6), d9: yes, return date: 21-aug-2024 h3: yes additional products: d1: heartware ventricular assist system ¿ controller d4: model#: 1650 / catalog#: 1650 / expiration date: / serial#: (B)(6), d9: yes, return date: 12-aug-2024, h3: yes, h4: mfg date: 09-nov-2023, h5: no investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that another controller was returned to the manufacturer. Manufacturer's analysis subsequently revealed a mechanical problem identified.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the controller exhibited controller failure and vad stop alarm. When the controller was hooked up to the monitor, the icon flashed gray for the expected timeframe and then turned solid black. However, no log files showed up from that controller on the usb. All files were deleted from the usb and the monitor. The controller was connected again, and the same results were observed with no log files on the usb. The patient lost consciousness due to an alleged controller malfunction. The daughter administered CPR while waiting for the ambulance. The patient underwent a head computerized tomography (CT) scan, and other tests were conducted; the results of the CT scan and other tests are pending. The controller was replaced. No further patient complications have been reported as a result of this event.